Manufacturer narrative:
The manufacturer is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The report of pump power elevations and increased lactate dehydrogenase (ldh) was confirmed based on the evaluation of the pump. Examination of the pump blood-contacting surfaces found a denatured ring of tissue-like thrombus adhered to the inlet bearing ball. The tissue showed laminated layering, indicating that the thrombus formed over an undetermined period of time. Although the evaluation could not conclusively determine the cause of the thrombus, the observed thrombus could have contributed to the reported pump power elevations and increased ldh. Visual inspection of the pump bearings and bearing cups found no anomalies. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the driveline did not reveal any discontinuities or electrical shorts. The pump was cleaned, reassembled and operated on a mock circulatory loop and functioned as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt came into the clinic for this 6 months check-up. Upon interrogating the vad, the vad coordinator noticed that the pt's pump power was reading 9-10 watts when previously it was 5-6 watts. The coordinator sent off labs and the lactate dehydrogenase (ldh) came back at 1200 and plasma free hgb was 60. The pt was admitted. Echo and ramp studies were performed which revealed that the aortic valve continued to open with every beat despite increasing the pump speed. The pt underwent an elective pump exchange from one lvad to another lvad.